Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Radiographs were sent for third party surgeon review which demonstrates presence of right total hip arthroplasty with 4 cerclage wires and presence of superior dislocation. No acute fracture or renal lucency is seen. No contributing factors are identified , difficult to assess for liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient underwent revision due to dislocation. The patient was converted to a dual mobility construct. Attempts have been made and no further information has been provided.